Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d4(catalog#,version#),d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that during use on a patient the intra-aortic balloon pump (iabp) received an email from a customer to notify getinge of an out of box failure on a part they recently received from customer service. No patient involvement.no further information available. H3 other text : repair service not done.

Event description:
It was reported that the customer received an out of box failure on a part for a cardiosave there was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.